Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a pump error 4 and pump error 53 alarms. Customer's blood glucose was 101 mg/dl. It was reported that a low suspend alarm was received. After troubleshooting customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Device was programmed the alert on low alarm, suspend on low alarm and alert before low alarm and all the alarms functioning properly. However, pump error alarms found in the device history due to software error. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window. As 07/12/2017 no broken or missing parts were observed during analysis. See attached photo for more details.